Event description:
It was reported that this right ventricular lead was explanted due to experiencing dislodgement. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 15.8 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis could not conclude that the clinical observation of dislodgement was likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular lead was explanted due to experiencing dislodgement. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.